Event description:
I had changed my contact solution to bausch and lomb renu multiplus. After one week of using the product, I started to develop eye infections. I have been to dr twice, 34 days apart, to be treated for the infection. I was then advised to cease using the contact solution and contact FDA to report the problem. It is now 8/1/2006, and I have had no recurring eye infections since I stopped using this product.